Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. This medwatch report is for the suspect device used in the mobile system (lot number 278241, expiration date 11/30/2014). (B)(6).

Event description:
Customer reportedly received the following mobile - aviva system results within 10 minutes: mobile 18.0 mmol/l - aviva 8. Mmol/l mobile 15.0 mmol/l - aviva 6.3 mmol/l mobile 19.5 mmol/l - aviva 8.8 mmol/l no actions taken based on device results. No adverse event reported. Requested return of suspect device.